Event description:
Wand tip is eroded and chipped. The incident happened in 1/22/97, the device was returned for evalution on 5/2/97. After the evaluation of the returned device, the decision to file MDR report was on 6/23/97.